Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the air/water cylinder control body clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility on the air/water cylinder control body. In addition, we the technician confirmed that the insertion flexible tube coating damage, the light guide cable coating damage, the lg air/water socket cylinder clogged, and the air/water socket dirty; however, they these defects are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, ""hr-rpt-0620(control body)"" and/or the risk analysis results, it was evaluated to submit MDR. Email: (B)(4).

Event description:
The time of event is unknown. There was no report of patient harm. Air/water tube clogged.